Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have a batch of bd plastipak 60 ml syringes which we think are different. The packaging seems to be melted too hot. Also, the syringe of some syringes is bent and therefore cannot be completely emptied. Per customer response on (B)(6) 2023. I have an unopened package, but the entire batch seems affected. The packaging seems melted and the black part of the stopper seems to be deformed, so there is always volume left in the syringe.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (stopper defective): no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2310017, no deviations or non-conformances were identified during the manufacturing process that could hav e contributed to the reported issue. Retained samples of the reported lot were used for additional evaluation. The trays were opened to inspect the product. No damage or other defects were observed on any of the stoppers. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, the damage observed on the tray was determined to be a visual defect. While we could not identify a direct issue, a project has been initiated to further review the sterilization process to verify if it may affect the visual appearance of the tray. In relation to the reported incident with the stopper, based on the available information we are not able to identify any issue or root cause related to the manufacturing process at this time. We appreciate you taking the time to bring this observation to our attention and regret any inconveniences it may have caused. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
We have a batch of bd plastipak 60 ml syringes which we think are different. The packaging seems to be melted/too hot. Also, the syringe of some syringes is bent and therefore cannot be completely emptied. Per customer response on 27dec2023: I have an unopened package, but the entire batch seems affected. The packaging seems melted and the black part of the stopper seems to be deformed, so there is always volume left in the syringe. Were there any negative consequences for the user or patient as a result of the following: the syringe is bent and therefore cannot be completely emptied? The black triangular part of the stopper is deformed, leaving residual volume in the syringe. Did the defect result in serious injury? Not known to us. Did the treatment plan need to be adjusted as a result of this incident? Not known to us. Did any medical intervention have to take place as a result of this incident? Not known to us. Did other actions need to be taken as a result of the defect? Not known to us.